Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review and case report on aorto-right ventricular fistula after transcatheter aortic valve replacement. All data were collected from a single center till (B)(6) 2017. The study population included three patients, two patients were implanted with evolut r and one patient was implanted with corevalve device. The serial numbers were not provided. Medtronic received information that (B)(6)-year-old female patient with medical history of chronic obstructive pulmonary disease (copd), hemorrhagic gastritis, anemia and calcified aortic valve was implanted with a 26mm evolut r valve. A post-dilatation was performed. Adverse events included complete heart block (chb), permanent pacemaker implantation, mild aortic regurgitation (ar) and aorto-right ventricular fistula requiring conservative treatment. No other adverse patient effects were reported. Medtronic received information that (B)(6)-year-old male patient with medical history of calcified aortic valve was implanted with a 29mm corevalve valve. Adverse events included mild aortic regurgitation (ar) and aorto-right ventricular fistula requiring no treatment. No other adverse patient effects were reported. Medtronic received information that (B)(6)-year-old male patient was implanted with a 29mm evolut r valve and a post-dilatation was performed. An aorto-right ventricular fistula was noted requiring the percutaneous implant of a vascular plug. No additional adverse patient effects were reported.